Event description:
It was reported that; on (B)(6) 2014, trio trauma surgery was performed. The case was l2 burst fracture, l1 and l3 was fixed with screws. After bone healing, extraction surgery was performed on (B)(6) 2015. At that time, surgeon found the breakage of l3 both screws. The thread part of the screws were not able to be removed from the patient.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant manufacturing issues were identified as all units met specifications. Visual inspection indicated the returned screw was inspected and confirmed to be fractured midway down the threads. The device was examined using a microscope and beach marks were observed, which are consistent with fatigue fracture. Functional inspection could not be performed as device is fractured. Conclusion: the most likely cause of the reported event is fatigue of the device.

Event description:
It was reported that; on (B)(6) 2014, trio trauma surgery was performed. The case was l2 burst fracture, l1 and l3 was fixed with screws. After bone healing, extraction surgery was performed on (B)(6) 2015. At that time, surgeon found the breakage of l3 both screws. The thread part of the screws were not able to be removed from the patient.